Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is prior to feb 17, 2025. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: UDI number is unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section h3(no): the device was not returned for evaluation as the lens remains implanted and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported of issues encountered by their technicians when loading zcb00 lenses. The technicians have reported that the lenses are cracking at the haptic joint, not to the point that the lens would need to be removed but still has raised concerns among the medical doctors. The techs state their lens loading process has not changed but they are having different outcomes recently. No further information was provided.